Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. The patient had received an inappropriate shock approximately 2.5 years earlier due to myopotential oversensing. The patient was seen in clinic following the most recent inappropriate shock and noise was able to be recreated. Technical services recommended an x-ray and discussed reprogrammed from alternate to secondary. The system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.